Event description:
The removal surgery of the device was conducted on (B)(6) 2014. Further information would be provided as soon as (B)(6) receive it from the facility.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device was visually inspected and biological debris was found throughout the device as well as needle holes noted on the needle chamber. It was program tested and the cam magnets were reviewed with no defects. When the valve was reflux and pressure tested, it failed both tests. The device was then inspected under appropriate magnification; biological debris was discovered and appears to be the cause of the problem noted. A review of the history device records confirmed that the device conformed to the required specifications prior to distribution. The root cause of the problem found during investigation is due to biological debris found on the spring, spring pillar, ruby ball, the seat of the ruby ball, cam mechanism, and base plate. Based on the results of this investigation, no further action is required. At the present time this complaint is considered closed.